Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump alarmed no delivery during basal. The alarm was resolved by a complete set change. The customer also reported that the scroll bar was moving without input and the esc and b buttons had been sticking. The blood glucose at the time of the incident was 223 mg/dl. The alarm history also showed a motor error alarm on (B)(6) 2013. It was stated that the insulin pump was not dropped or exposed to moisture. The device will be returned for analysis.